Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, after a hardware malfunction, patient removed sensor and could not locate sensor wire. No medical intervention was necessary.